Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for MFR evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did alarm. Test strips were used to confirm the leak. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set up on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.